Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 12/09/2024, it was reported that the patient experienced inaccurate cgm values. The patient received very low readings from both the receiver and mobile app. Then, the readings would go high. The values were not documented. It was not documented if the patient checked the bg. The parent called an ambulance and the patient was hypoglycemic at the hospital. The patient was hospitalized 4 days. The patient also had chest pain and arm infection. The sensor was removed and he was treated with IV fluids. Attempts to contact the patient for additional details were not successful. The patient was recovering during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.